Event description:
It was reported that during routine follow-up, noise and changes in impedance were observed on the atrial lead. The patient was asymptomatic. Device reprogramming was performed and the patient could continue to be monitored.

Manufacturer narrative:
(B)(4).